Event description:
It was stated that the customer was hospitalized for high blood glucose and vomiting. No blood glucose reading was reported. Troubleshooting was not performed as the customer was not present during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.